Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed e70 error alarm due to erased history file. Unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. The insulin pump returned an additional error alarm during troubleshooting. Customer stated that the motor error alarm was returned four times within thirty days. Review of the alarm history showed another error alarm was returned.